Event description:
Reporter indicated that vns pt had passed away. Newspaper obituary indicated that the pt had numerous health problems form birth. The newspaper article indicated that the pt had been bedridden for about 13 years and that this health had declined during the months prior to death. Death certificate lists cause of death as "seizure disorder", due to or as a consequence of "p.o. Craniotomy". The pt died while hospitalized and no autopsy was performed. Treating epileptologist reported that the pt experienced a >25% reduction in seizures with the vns theraoy and that pt was receiving therapy at the time of death. Epileptologist reported that the pt was hospitalized for cholecystectomy (removal ofa gall bladder) and then had respiratory arrest. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance.